Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the lead would not advance through the sheath due to tight patient anatomy. The physician experienced difficulty removing the lead from the body due to the tight fit. A new lead was implanted. No patient complications have been reported as a result of this event.